Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the (B)(6) 2015 and performed to specification up to the (B)(6) 2016. The device records multiple self-test fails due to a low battery (B)(6) 2016. A test pad-pak was inserted into the device and the device passed a self-test. The device could not be powered off using the on/off button. This indicates a fault. The device was tested on calibrated equipment and delivered a shock without fault. An acceptable measurement was recorded. The device again failed to power off using the on/off button. Investigation found the reported fault can be attributed to membrane failure due to corrosion. The device was observed switching on upon insertion of the pad-pak and failed to power off using the on/off button, the multiple manual power ups of 10 minutes duration, the excess current drain and the measurements taken during the investigation would indicate a failing membrane. The fault can be traced back to corrosion on the membrane tracks. The membrane failure resulted in a short circuit and resulted in overvoltage and damage to the microprocessor.